Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was having trouble charging. The patient was getting inefficient charging. The physician confirmed ipg migration. Ipg data base analysis revealed no anomalies. The devices appeared to be working as expected. The patient will undergo a pocket revision procedure due to tilted ipg.

Manufacturer narrative:
Additional information was received that the patient had decided not to proceed with the pocket revision for the time being.

Event description:
A report was received that the patient was having trouble charging. The patient was getting inefficient charging. The physician confirmed ipg migration. Ipg data base analysis revealed no anomalies. The devices appeared to be working as expected. The patient will undergo a pocket revision procedure due to tilted ipg.